Event description:
Related manufacturer reference number: 1627487-2022-02900, and 1627487-2022-02901. It was reported the patient experienced ineffective stimulation due to lead migration from a fall. Surgical intervention took place wherein the l1 lead was explanted and replaced, the right s1 lead was removed and an l2 lead was added to address the issue. Note: it is unknown which l1 lead is liable, as such both l1 leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.